Event description:
Related to MFR report #s 2183959-2012-00265 and 00267. A perigee mesh was implanted for pelvic organ prolapse. It was report that the pt experienced, among other things, significant physical and mental pain, recurrent prolapse, incontinence, emotional distress, suffering, permanent injury and impaired physical relations with her husband and received medical intervention, dates and details not stated.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.